Event description:
Dialysis lines defective. Arterial clamps are on venous line. Arterial port is on venous line. Venous port is in line with arterial port. They should not be on the same line. Due to this, dialysis was performed backwards and instead of rinsing blood back to the patient, blood was pulled from the patient.